Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon fired first blue 60 reload across the antrum of the stomach, but was difficult to open. The second cartridge was fired but clamped on the tissue and would not open. The I-beam did not drawback when the toggles were pulled back. Because the cartridge was clamped on the tissue, the surgeon spent a long time removing the cartridge from the tissue. The surgeon managed to finally remove the clamped cartridge from the stomach. The surgeon got a third gun from the shelf and loading the cartridge did not feel correct. Not easy to reload cartridge and didn't look like it was loading correctly. Did not use and switched to another company's stapler. There was no visible tissue damage but there was post op bleeding during the night and required re-operation. The bleeding was through the staple line. The surgeon used a wide range of surgical techniques and used a competitor device during the operation. Pt lost approximately 10 pints of blood and is still in itu/hdu. The pt had a platelet pool disorder. The pt is critical.

Manufacturer narrative:
(B)(4).